Manufacturer narrative:
Manufacturer lot build record review performed. A review of the historical documentation for p3081 components and sub-assemblies and purchased components was also performed. The orbit cannula needle components were a purchased item. Cannula supplier records document the stainless steel components are compliant with iso 9629 standard. This standard includes specified test criteria relevant to material bend/break testing. Conclusion: at this time the involved device has not been returned for analysis and confirmation. The exact cause(s) of the reported incident remain unknown at this time.

Event description:
Int'l. ((B)(6)) complaint received reporting component (needle) separation with use of p3081 orbit device. The information (as translated) received reports that on (B)(6)" .. Patient like usual wanted to change his set (after 3 days) at home, alone and the needle was left in his body when he removed the bandage .. " same day as the reported event patient went to unidentified medical facility where a CT scan was performed which verified the presence of foreign object in his abdominal muscles". Follow information has been requested but as of the date of this report, there has been no response. Mfg. Lot build review: a review of the mfg. Lot build record database for the reported lot # 2453471 (MFR, date 02/2012) shows (B)(4)units were mfg. Tested inspected and released. There were no exception document generated during the lot build.